Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo microcatheter was returned for analysis inside a biohazard plastic bag, and shipping box. ¿ damage location details: the 3.0cm detachable tip was missing and not returned with the apollo microcatheter. No damage was found on the catheter body, no irregularities were found with the apollo hub. No other anomalies were observed. ¿ testing/analysis: he usable length of the apollo catheter was measured at approximately 164.0 cm (specifications: 165.0 cm ± 2.5 cm). The overlap length of the ldpe coupling tube was measured to be approximately 1.18 mm, which is within the specified range (spec ifications: 1.0 mm - 2.5 mm). The catheter was flushed with water and found to be occluded with unknown embolic material. No other anomalies were noted. ¿ conclusion: based on the analysis of the device and the reported information, the customer complaint was confirmed: the catheter was occluded with unknown embolic material, and the distal detachable tip was found to be detached from the catheter. The premature detachment of the tip could be attributed to the ldpe overlap length being too short; however, the measured overlap length was within specifications. Therefore, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter was defective. The patient was undergoing surgery for treatment of an arteriovenous malformation. No patient symptoms or complications were associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and the event did not lead to or extend patient hospitalization. Additional information received reported that resistance was encountered when making the injection. There was no problem with the embolic fluid. There was no damage evident to the catheter. Preparation had been carried out as indicated in the instruction for use (IFU). The device was passed to the table, and the doctor flushed with heparinized saline.